Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that the pessary string broke during use. She was able to manually remove the support. Multiple attempts have been made to further obtain information regarding usage of product, however no further information has been received.